Event description:
It was reported that a pump does not recognize a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was received with a "door not fully latched" message caused by a loose upper link screw. The screw was adjusted during eval with the door performing as expected. The screws were replaced during the repair process.